Manufacturer narrative:
The safety needle from this incident has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The syringe mentioned in this incident (product 309657, bd luer-lok tip syringe, 3ml) is manufactured by becton, dickinson and company (bd). An email was sent to bd to notify them of the reported issue.

Event description:
The customer stated that in the last two days three nurses reported leaking luer-lok syringe-needle connection. The syringe is a bd plasticpak 3ml syringe (non cardinal health device) and the needle is a magellan hypodermic safety needle 25g x 5/8". Sometimes the needle can be tightened enough to stop leaking but other times it is not possible. The customer stated that sometimes they are able to elicit slight leakage with a test sample and other times they are not. The customer was not able to confidently determine if the problem was the syringe or the needle. Leakage did occur during medication administration but has not seemed significant to effect dosage although that is definitely a concern.

Manufacturer narrative:
Section d4 was updated with the reported lot number.